Manufacturer narrative:
Manufacturer investigation result on retained samples only. Device not returned to manufacturer.

Event description:
After blood collection, the technician attempted to engage the safety mechanism, but needle did not retract fully, resulting in needle stick injury, no further information was provided. Possible related lot numbers: 13i12, 13i27, 13j10, 13j12.